Event description:
It was reported that the patient experienced syncope, and presented to the emergency room. The lead warning triggered, and the atrial lead exhibited infinite impedance. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.